Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon activated the locking lever button on the device and it dislodged from the instrument onto the surgical field. There was no patient consequence. The case was completed with another device of the same product code.